Event description:
It was reported that during device preparation the marker lumen could not be flushed. The device was not inserted into the patient. There was no patient involvement. A second prostar xl was used to achieve hemostasis. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.